Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was inadvertently placed higher than intended by the physician, partially covering the left renal artery. The physician elected to place two bare metal stents in the left renal artery. The renal artery had severe calcification. No additional clinical sequelae were reported, and the patient is fine .

Manufacturer narrative:
Evaluation results: (stent graft was inaccurately delivered by the user). Conclusion: (stent graft was inaccurately delivered by the user). Other, secondary intervention.